Event description:
It was reported that lens was explanted due to lens vaulting (z-syndrome). The date of the explant was not provided. Add'l info has been requested, but has not been received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.